Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had emergency backup battery fault. The hospital was unable to obtain log files for review as the system controller did not connect to multiple monitors, even after troubleshooting the monitors. The patients backup system controller connected without any issues. Hence, the patients primary system controller was exchanged and there were no further connectivity issues.